Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by cloudy effluent, abdominal pain, nausea and vomiting. The breach in aseptic technique was not further described. On the same day as the event onset, the patient was treated with vancomycin (ongoing, dose, route, frequency and duration were not reported) and ceftazidime (discontinued, dose, route, frequency and duration were not reported) for peritonitis. Two days after the event onset, the patient was hospitalized for the event. The patient was discharged from the hospital five days after the event onset. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. It was reported that the patient was retrained on proper aseptic technique. No additional information is available.